Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that was noticed when they removed the cassette from their liberty select cycler. The patient stated they were receiving 'm31 air detected in cassette' and 'drain line is blocked' alarms during the treatment. The patient was advised to re-setup with new supplies. It is unknown what phase of treatment the patient was in when the alarms occurred. When the cassette was removed, the patient noticed fluid on the exterior of the cassette and within the pump module area. The patient was unsure where exactly the fluid leak was coming from. The patient confirmed that they knew how to perform continuous ambulatory pd (capd)/manual therapy, but they did not have the necessary supplies to do so. The patient attempted to use their cycler the following night, and they received a different alarm. They contacted ts who advised them to discontinue use of the cycler. A replacement cycler was then issued to the patient. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn was aware of the fluid leak that occurred. The pdrn was unsure where the leak was coming from, or when it occurred during the treatment. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. However, the patient did not complete their treatment on the night of the leak. The pdrn said the patient did not have any manual solution bags set up and ready to use. The patient was not prescribed prophylactic antibiotics due to the event. The pdrn confirmed the replacement cycler was received, and the patient was continuing pd therapy on the new machine without any further problems. The cycler set that leaked is not expected to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that was noticed when they removed the cassette from their liberty select cycler. The patient stated they were receiving 'm31 air detected in cassette' and 'drain line is blocked' alarms during the treatment. The patient was advised to re-setup with new supplies. It is unknown what phase of treatment the patient was in when the alarms occurred. When the cassette was removed, the patient noticed fluid on the exterior of the cassette and within the pump module area. The patient was unsure where exactly the fluid leak was coming from. The patient confirmed that they knew how to perform continuous ambulatory pd (capd)/manual therapy, but they did not have the necessary supplies to do so. The patient attempted to use their cycler the following night, and they received a different alarm. They contacted ts who advised them to discontinue use of the cycler. A replacement cycler was then issued to the patient. Upon follow-up with the patient¿s pd registered nurse (pdrn), it was confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pdrn was aware of the fluid leak that occurred. The pdrn was unsure where the leak was coming from, or when it occurred during the treatment. The pdrn confirmed the patient was trained to perform stat drains, as well as manual pd therapy. However, the patient did not complete their treatment on the night of the leak. The pdrn said the patient did not have any manual solution bags set up and ready to use. The patient was not prescribed prophylactic antibiotics due to the event. The pdrn confirmed the replacement cycler was received, and the patient was continuing pd therapy on the new machine without any further problems. The cycler set that leaked is not expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.